Event description:
It was reported that they spoke to biomed, they had the arctic sun device with an alarm 78 (non-recoverable system error chiller water temperature sensor out of range ¿ low resistance), chiller temperature (t4) reading was 99.9 degrees, gave them part number and price for new tank harness. Per follow up information received via phone on 13jun2024, it was reported that they had ordered temperature sensing probes to replace them. After the probe was replaced, they will return the device to service.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿sensor wire too weak". However, there was insufficient information to confirm this potential root cause. The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they spoke to biomed, they had the arctic sun device with an alarm 78 (non-recoverable system error chiller water temperature sensor out of range ¿ low resistance), chiller temperature (t4) reading was 99.9 degrees, gave them part number and price for new tank harness. Per follow up information received via phone on 13jun2024, it was reported that they had ordered temperature sensing probes to replace them. After the probe was replaced, they will return the device to service.